Event description:
It was reported cardiosave intra-aortic balloon pump (iabp) malfunctioned. Balloon not inflating has been reported. No harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.